Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration/cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 440cc mentor memoryshape breast implants placed experienced left sided device migration and left sided cutaneous contour deformity post procedure. The implant had rotated and there was a bulge. This was confirmed through magnetic resonance imaging. Additionally, the patient indicated a desire to remove both implants due to the fact that they were textured. As a result, bilateral prosthesis replacement with mentor gel was performed on (B)(6) 2021. See 1645337-2021-05856 for contralateral prosthesis report.